Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a generator change out procedure. Prior to procedure, it was noted that the atrial lead exhibited noise over-sensing, which caused inappropriate automatic mode switch. The lead was capped and replaced on (B)(6) 2021. There were no patient consequences.

Event description:
New information received noted that the atrial lead exhibited an insulation anomaly.